Manufacturer narrative:
(B)(4). Concomitant medical products: ref 00771301100 lot 61329199 stem size 11, ref 00620005422 lot 61374971 shell 54mm, ref 00630505036 lot 61369377 longevity liner 36mm 3.5mm offset, ref 00784800300 lot 61190313 kinectiv neck s, ref 00801803602 lot 61424867 versys head 36mm+0. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00007. 0001822565 - 2020 - 00047. 0001822565 - 2020 - 00048. 0002648920 - 2020 - 00042. 0002648920 - 2020 - 00043.

Event description:
It was reported patient underwent initial right total hip arthroplasty. Subsequently, the patient was revised approximately nine (9) year later due to pain, altr, pseudotumor, and elevated metal ion levels. During the revision, it was found that the acetabular shell was excessively anteverted with impingement of the femoral stem against the liner causing a fracture of the liner. Significant corrosion was noted on the femoral head and neck trunnion. The shell, liner, head, and neck were replaced without complication. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: h2; h3; h6. Reported event was confirmed with medical records provided. Revision op notes demonstrated that the patient was revised due to pain, altr, pseudotumor, and elevated metal ion levels. During the revision, it was found that the acetabular shell was excessively anteverted with impingement of the femoral stem against the liner causing a fracture of the liner. Significant corrosion was noted on the femoral head and neck trunnion. The shell, liner, head, and neck were replaced without complication. The torn gluteus medius tendon was also repaired. Review of the device history record(s) for identified no deviations or anomalies during manufacturing related to the reported event. Additional information does not affect the root cause. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.